Manufacturer narrative:
(B)(4). Insulin pump was received with insulin flow blocked alarm during seating due to jammed motor gearbox.. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.